Manufacturer narrative:
Product complaint (B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization to the posterior communicating artery, an EU ent4.5mmd 22mml wno dstl tp intracranial stent (enc452200, 8470634) was placed in target site and tried to release. The physician observed that the distal markers of stent were converged which could not be opened. The doctor retracted the stent and switched to a new one to complete the surgery. The microcatheter was not replaced. The procedure was prolonged about 20 minutes. Additional event information received on 06-feb-2024 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. There was no vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention performed to attempt to expand the stent. There was no blood flow restriction. The 20-minute procedural prolongation was not clinically significant. A non-sterile EU ent4.5mmd 22mml wno dstl tp was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit, and this was not returned for evaluation. The introducer was in good condition (i.e., no kinks, bents, or elongations). The delivery wire was inspected under a microscope, and the distal coil was found kinked. The customer complaint regarding the stent not being able to open was not able to be evaluated since the stent was not returned for inspection. With the limited information available, the root cause of the reported failure remains inconclusive; however, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. The detached condition of the stent was not originally reported in the complaint and is considered secondary to the manipulation required during the stent removal. It is suggested that the stent may have gotten lost during the post-operative handling. This finding is not a contributing factor to the stent's inability to open experienced during the procedure. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8470634. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there is no evidence to suggest that the issue encountered during the procedure is related to the design or manufacture of the device, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization to the posterior communicating artery, an EU ent4.5mmd 22mml wno dstl tp intracranial stent ((B)(6)) was placed in target site and tried to release. The physician observed that the distal markers of stent were converged which could not be opened. The doctor retracted the stent and switched to a new one to complete the surgery. The microcatheter was not replaced. The procedure was prolonged about 20 minutes. Additional event information received on 06-feb-2024 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. There was no vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention performed to attempt to expand the stent. There was no blood flow restriction. The 20 minute procedural prolongation was not clinically significant.

Manufacturer narrative:
Product complaint # ==> (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6) section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.